Manufacturer narrative:
(B)(4). The device was returned for analysis. The stretched and separated tip was able to be confirmed. The difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a de novo lesion located in the non-tortuous, non-calcified left anterior descending artery. During retraction of the guide wire after stenting, the guide wire tip remained stuck to the stent. It was observed that the stent implant had been deployed over the tip of the guide wire. Pulling on the guide wire during retraction caused the guide wire tip to stretch and separate in the aorta. Attempts to lasso the guide wire were unsuccessful; therefore, a segment of the guide wire remains in the aorta. The patient will be followed and eventually a discussion with surgeons will be done. The patient condition is good. No additional information was provided.